Event description:
New information received noted, the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited continued false pause episodes due to undersensing on (B)(6) 2018. Loss of contact with the pocket was suspected. No intervention was reported. The patient was stable and will continue to be monitored.

Event description:
New information received noted the patient's implantable cardiac monitor was explanted and replaced on (B)(6) 2018. It was suspected that good contact with the pocket was not obtained due to the device was placed within the same pocket of a previously explanted implantable cardiac monitor of a different size. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhbited false pause episodes due to undersensing. Loss of contact with the pocket was suspected. No intervention was reported. The patient was stable throughout and will continue to be monitored.